Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right sided rupture. The device was explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and discarded.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of material rupture/rupture was reviewed on apr 07, 2021. Visual analysis of the photographs identified: red particles in the shell. Creases fold. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.